Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure (batch no. C22919) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included secondary dysmenorrhea, insomnia and urethral dilation procedure. Previously administered products included for birth control: mirena in 2011 and ortho tri-cyclen from 2009 to 2010; for an unreported indication: omeprazole from (B)(6) 2014 to (B)(6) 2015, microbid from (B)(6) 2014 to (B)(6) 2015, prometrium from (B)(6) 2014 to (B)(6) 2015, bactrim from (B)(6) 2015 and zofran from (B)(6) 2014. Concurrent conditions included body mass index high, hypomenorrhoea, cramp in lower abdomen, premenopausal menorrhagia, menstrual cycle abnormal, urination difficulty, dysuria, flank pain, gestational diabetes and cystitis. Concomitant products included norethisterone acetate (norethindrone acetate) from (B)(6) 2015 for birth control as well as ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol) since (B)(6) 2018 and lorazepam from (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced uterine polyp ("other injury(ies) or complication please describe: endometrial polyp"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced urinary tract disorder ("urinary tract disorder nos") and bladder disorder ("bladder disorder nos"). The patient was treated with escitalopram and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, weight increased, uterine polyp, urinary tract disorder and bladder disorder outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, uterine polyp, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Hysterosalpingogram post essure insertion; scout image reveals right and left essure devices with incidental phleboliths in the pelvis. Patient received treatment for: pain , abnormal bleeding ,bladder disorder nos ,urinary tract disorder nos diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure (batch no. C22919) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included secondary dysmenorrhea, insomnia and urethral dilation procedure. Previously administered products included for birth control: mirena in 2011 and ortho tri-cyclen from 2009 to 2010; for an unreported indication: omeprazole from (B)(6) 2014 to (B)(6) 2015, microbid from (B)(6) 2014 to (B)(6) 2015, prometrium from (B)(6) 2014 to (B)(6) 2015, bactrim from (B)(6) 2015 to (B)(6) 2015 and zofran from (B)(6) 2014 to (B)(6) 2014. Concurrent conditions included body mass index high, hypomenorrhoea, cramp in lower abdomen, premenopausal menorrhagia, menstrual cycle abnormal, urination difficulty, dysuria, flank pain, gestational diabetes and cystitis. Concomitant products included norethisterone acetate (norethindrone acetate) from (B)(6) 2015 to (B)(6) 2015 for birth control as well as ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol) since (B)(6) 2018 and lorazepam from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced uterine polyp ("other injury(ies) or complication please describe: endometrial polyp"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced urinary tract disorder ("urinary tract disorder nos") and bladder disorder ("bladder disorder nos"). The patient was treated with escitalopram and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, weight increased, uterine polyp, urinary tract disorder and bladder disorder outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, uterine polyp, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Hysterosalpingogram post essure insertion; scout image reveals right and left essure devices with incidental phleboliths in the pelvis. Patient received treatment for: pain , abnormal bleeding ,bladder disorder nos ,urinary tract disorder nos . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event:urinary tract disorder nos, bladder disorder nos were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6)-year-old female patient who had essure (batch no. C22919) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included secondary dysmenorrhea, insomnia and urethral dilation procedure. Previously administered products included for birth control: mirena in 2011 and ortho tri-cyclen from 2009 to 2010; for an unreported indication: omeprazole from (B)(6) 2014 to (B)(6) 2015, microbid from (B)(6) 2014 to (B)(6) 2015, prometrium from (B)(6) 2014 to (B)(6) 2015, bactrim from (B)(6) 2015 and zofran from (B)(6) 2014. Concurrent conditions included body mass index, hypomenorrhoea, cramp in lower abdomen, premenopausal menorrhagia, menstrual cycle abnormal, urination difficulty, dysuria, flank pain, gestational diabetes and cystitis. Concomitant products included norethisterone acetate (norethindrone acetate) from (B)(6) 2015 for birth control as well as ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol) since (B)(6) 2018 and lorazepam from (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced uterine polyp ("other injury(ies) or complication please describe: endometrial polyp"), 3 years 6 months after insertion of essure. The patient was treated with escitalopram and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, weight increased and uterine polyp outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine polyp, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Hysterosalpingogram post essure insertion; scout image reveals right and left essure devices with incidental phleboliths in the pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received, new reporter, patient demographic, concurrent conditions ,concomitant and treatments medication essure start date, indication, lot number and event ablation abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),weight gain and other injury(ies) or complication please describe: endometrial polyp were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.